Event description:
It was reported that this right atrial (ra) lead exhibited possible loss of capture. It was noted that the right atrial automatic threshold (raat) test has been successful only a couple of times since january. The ra output is in suspension at 5v. Impedances and sensing is stable. Technical services recommended an in-office evaluation to confirm ra thresholds and to program to a fixed output. At this time, the lead remains in service. No adverse patient effects were reported.